Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e pro 1:5 ca attachment overheated during use; no injury resulted.

Manufacturer narrative:
During evaluation found handpiece heating up due to dry and rough bearings. Also rotor came in contact with cap. The initial report indicated the wrong brand name, product code and 510(k) number. This report includes the corrected data.